Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer called just purchased this meter less than a week ago and used the 10 strips that came with the meter with no problems, then she purchased a new vial of 50 strips and when she opened the box the test strips where loose in the box of strip and the cap was opened. She put the strips back in the vial and started to use the strips and got a e-5.